Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that a revision was performed to fixate the implantable neurostimulator (ins) at the clavicular due to pain and irritation in the area of the ins; the fixation at the clavicular was conducted surgically. The etiology was noted as being possibly related to the surgery and possibly related to the system; the event resulted in surgical intervention to prevent permanent impairment to a body function or body structure. The event was considered resolved with sequelae on (B)(6) 2008. No further complications were reported/anticipated.